Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) was completed. The reported problem (resets) has been confirmed. Review of the patient's downloaded software flags confirmed multiple abnormal shutdowns associated with belt communication errors. Upon evaluation, there were broken solder connections in the u413 spi can controller on the monitor computer/analog board. The broken solder connections caused the intermittent can comm errors and the monitor resets. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.